Event description:
It was reported that a patient in a study died four months after implant of the implantable cardiac defibrillator (ICD). The patient had a history of myocardial infarction dilated cardiomyopathy, hypertension and diabetes. The patient died at home. A cause of death was requested and not received.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.